Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that lancet was sticking out of end cap of the lancet device. Customer confirmed lancet was seated properly and needle was protruding from end cap. No adverse event reported, lancing device and lancets replaced and requested for return.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.